Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel procedure after firing the device, a hole was in the anastomosis. The case was completed by hand suturing. There was no pt consequence.